Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide did not move forward, indicating a failure of the needle mechanism. The patient's blood glucose levels exceeded 500 mg/dl. A new pod was applied as treatment

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the needle mechanism did not find any damage. The download data did not show any timeouts or drive stalls during the run. For this complaint no evidence of malfunctioning needle mechanism could be found. Data download shows an 0x1c alarm. Alarm time is 80 hours, which corresponds with the alarm code: this is expected the alarm does not contribute to needle mechanism malfunctioning.